Event description:
The customer reported that while the unit was in use on a pt, the unit's screen images were quivering and then froze up. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer's biomed reported that they were unable to duplicate the reported problem. The unit was tested to factory specification. It functioned normally and was returned to use.